Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens and the lens went into the eye upside down and was torn during delivery. The surgeon also noted lens rotation. Enlargement of pi or addition of new one. The lens was exchanged for same size and power.

Manufacturer narrative:
This product is manufactured in switzerland and is not marketed in the u.s. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.